Event description:
The customer described that during a breast augmentation procedure, the surgeon was using the extension deep inside, when a burn occurred from a split in the insulation. The surgeon was unaware that the electrode was split.